Manufacturer narrative:
Other applicable components are: product ID 977c265 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that a patient had their device explanted due to an infection. The patient did not keep the incision site sterile and clean. Patient presented at the office with pus coming out of the battery site area. The patient was placed on antibiotics, but it was too late and the physician was concerned with patient dealing with a severe infection. It is unknown if the issues was resolved at the time of the report, and this will not be made available due to legal/confidential reasons. The device was not replaced. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The rep spoke with the patient on (B)(6) 2017 and the patient was doing well. No patient symptoms or complications were reported in this event.